Manufacturer narrative:
(B)(4). The instrument was received with the jaw damaged. The I-blade was inspected and was not missing any pieces. The right side of the jaw was bent. When testing the opening and closing of the jaw, the jaw did not open or close as expected. This was due to the damage of the jaw. The instrument was partially tested with the generator. The instrument was detected by the system. Due to the jaw damage no additional testing could be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the jaw broke on thick tissue. No pieces fell into the patient. No message displayed on generator prior to the event. A new device was used to complete the procedure. There was no patient impact. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information. After several requests, the device was not received for analysis.should the device be returned for analysis, a supplemental medwatch will be sent.